Manufacturer narrative:
Product history review not yet completed. Product return unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 8 fr. 95 cm. Intro g mpa .035" vista brite  introducing catheter was used for a tortuous carotid procedure to position a 180 angioguard rx 6.00 mm. During angoiguard positioning, there was no device torque and difficulty navigating. Upon removal, it was noted that the catheter was bent inside the patient, which resulted in angioguard filter damage. There was no patient injury reported. The surgery was continued with unknown similar devices. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: the 8 fr. 95 cm. Intro g mpa .035" vista brite  introducing catheter was used for a tortuous carotid procedure to position a 180 angioguard rx 6.00 mm. During angioguard positioning, there was no device torque and difficulty navigating. Upon removal, it was noted that the catheter was bent inside the patient, which resulted in angioguard filter damage. There was no patient injury reported. The surgery was continued with unknown similar devices. One non sterile angioguard rx 6.00mm 180cm unit, a non-sterile cordis sheath introducer and a capture sheath were returned. Per visual analysis the deployment sheath presented an unzipped condition at 34 cm from the distal end. A torque device and the peel-away device were fixed to the angioguard proximal section. A kinked/bent condition was found on the coiled distal tip of the delivery wire. The filter basket had been deployed and no visible damages were noted. Dried blood residues were observed on the deployment sheath. No other damages/anomalies were noted. Functional analysis could not be performed due to the unzipped condition found on deployment sheath. Per microscopic analysis the filter basket was inspected and no damages were found. A device history record (DHR) review of lot 35227757 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) kinked/bent - in-patient¿ and ¿delivery system resistance/friction - delivery sheath with gc/sheath¿ could not be confirmed due to unzipped condition observed on the deployment sheath. The reported ¿filter basket damaged¿ was not confirmed as no damages were found on filter basket. The exact cause of the reported events could not be determined. Vessel characteristics, handling and procedural factors although unknown may have contributed to the reported event but could not be confirmed. According to the instructions for use ¿before the guidewire is moved, the tip should be visible using fluoroscopy. Do not torque a guidewire without observing corresponding movement of the tip; otherwise vessel trauma could occur. If the wire tip becomes entrapped within the vasculature, do not torque the guidewire. Torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information was received: there were no other product issues noted either at the account, after the procedure, or prior to shipping for inspection. The angioguard and brite tip devices were prepped per the instructions for use (IFU) with no difficulty experienced during prep. The filter and catheter did not have any noted damage during preparation. When the brite tip catheter was advanced, there was mild tortuosity experienced; however, there was no difficulty encountered during advancement of the device. The damage of the angioguard occurred because the filter was inside the vista brite ig when the catheter kinked, crushing it and not allowing it to be removed from the lumen of the catheter. The two devices had to be removed together from the patient and replaced for the procedure to be completed successfully. No harm was caused to the patient. Updated complaint conclusion with new information: upon removal, it was noted that the 8 fr. 95 cm. Intro g mpa .035" vista brite introducing catheter was bent inside the patient, which crushed the 180cm angioguard rx 6.00 mm filter inside of the catheter. The two devices had to be removed together from the patient and replaced for the procedure to be completed successfully. No harm was caused to the patient. The 8 fr. 95 cm. Intro g mpa .035" vista brite introducing catheter was used for a tortuous carotid procedure to position a 180cm angioguard rx 6.00 mm. The angioguard and brite tip devices were prepped per the instructions for use (IFU) with no difficulty experienced during prep. The filter and catheter did not have any noted damage during preparation. When the brite tip catheter was advanced, there was mild tortuosity experienced; however, there was no difficulty encountered during advancement of the device. During angioguard positioning, there was no device torque and difficulty navigating. The damage of the angioguard occurred because the filter was inside the vista brite ig when the catheter kinked, crushing it and not allowing it to be removed from the lumen of the catheter. The surgery was continued with unknown similar devices. There were no other product issues noted either at the account, after the procedure, or prior to shipping for inspection. One non sterile angioguard rx 6.00mm 180cm unit, a non-sterile cordis sheath introducer and a capture sheath were returned. Per visual analysis the deployment sheath presented an unzipped condition at 34 cm from the distal end. A torque device and the peel-away device were fixed to the angioguard proximal section. A kinked/bent condition was found on the coiled distal tip of the delivery wire. The filter basket had been deployed and no visible damages were noted. Dried blood residues were observed on the deployment sheath. No other damages/anomalies were noted. Functional analysis could not be performed due to the unzipped condition found on deployment sheath. Per microscopic analysis the filter basket was inspected and no damages were found. A device history record (DHR) review of lot 35227757 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) kinked/bent - in-patient¿ and ¿delivery system resistance/friction - delivery sheath with gc/sheath¿ could not be confirmed due to unzipped condition observed on the deployment sheath. The reported ¿filter basket damaged¿ was not confirmed as no damages were found on filter basket. The exact cause of the reported events could not be determined. Vessel characteristics, handling and procedural factors although unknown may have contributed to the reported event but could not be confirmed. According to the instructions for use ¿before the guidewire is moved, the tip should be visible using fluoroscopy. Do not torque a guidewire without observing corresponding movement of the tip; otherwise vessel trauma could occur. If the wire tip becomes entrapped within the vasculature, do not torque the guidewire. Torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device has been returned for testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.